Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). During the evaluation, it was confirmed that the shaft of the shaverblade was broken. The cause of the breakage is most likely that the shaverblade has a slight burr on the sliding surface in the front area. As a result, the insert does not run centered and bumps against the outer shaft. This problem is most likely due to insufficient cooling during use.

Event description:
It was reported that there was event with a "barrel burr". According to the information received, the anterior end of the shaverblade 28205gds came loose intraoperatively yesterday. Further information is not available.